Event description:
While placing feeding tube in infant I noticed that the numbers that are on the tube in regards to measurement and placement were placed backwards. Notified another nurse to validate concerns, confirmed that the numbers were printed backwards. Informed baby's mother that tube is defective and needs to be removed. Have we checked the other ngt's in this area or from the same lot number, etc. To see if there are others that are defective: none other found in stock. All ngt's were checked in the nicu and supply area - all good to go. Material management, take a look in your area. The storeroom stock has been checked, different lot numbers good to go.